Event description:
A nurse reported that a haptic broke off upon insertion of an intraocular lens (iol) and the capsule ruptured. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/27/2009 and 11/09/2009 by phone, fax, and mail. Additional info was obtained by phone. No further info is expected.